Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with a handpiece. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info has was requested on 05/31/2011, 06/01/2011 and 06/13/2011 by mail and phone. A completed questionnaire was received on 06/16/2011. (B)(4).

Event description:
A cornea coordinator reported that an intraocular lens (iol) rotated following surgery and now the pt is reporting light sensitivity. Follow up info was received from the surgeon, who reports that the event continues.